Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an inaccurate fill estimate. Reportedly, the customer filled the cartridge with +300 units of insulin. In addition, customer stated that the touchscreen takes longer than expected to respond to presses. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.